Event description:
It was reported that the lead was capped and replaced due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that externalized conductors were suspected. Patient developed a pneumothorax as a result of the replacement procedure.